Manufacturer narrative:
The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) connected the roller pump display to pump board cable to lab use only (luo) testing equipment. The luo roller pump display functioned without issue. The pst did not observe any defects to the cable. It was determined that the roller pump display to pump board cable met specification. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass (cpb) procedure, the roller pump local display was not working. The system was power cycled and the unit turned back on, but the roller pump was still replaced before the case. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Manufacturer narrative:
The fsr could not duplicate the reported complaint. The roller pump display to pump board cable assembly was replaced, and release testing was performed successfully. The unit operated to the manufacturer's specifications.